Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 588mg/dl. The customer had symptoms such as feeling. Customer¿s mother performed troubleshoot. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer advised to revert to back up plan as per healthcare professional's recommendation. The product was not returned for analysis.